Event description:
The patient reported that since implant ((B)(6) 2018) they have had problems with their system.  They experienced swelling and pain all the time.  Their doctor moved "it" to another spot, which caused them to not be able to walk.  The pt had worked with four doctors to determine why they couldn't walk and why they were having all the pain in their hips and legs.  The pt noted they were sure inflammation was the cause of not being able to walk; they think the implanted neurostimulator (ins) was causing the inflammation throughout their whole abdominal area. The patient noted they had seen a physician assistant for injections in their hip, but the injection hadn't done anything.  No device issues were reported.   They were redirected to see a doctor to discuss next steps as the patient stated they wanted the system removed because their body was rejecting the device.  The pt commented that if they can't get the pain out of their hips and legs to where they can walk they would stop all of their medication and would stop going to the doctor, and stop everything except going to the funeral home; the pt stated they couldn't take it anymore.  Physician listings were sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.